Event description:
It was reported that the device is a part of the lvp bezel post recall. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit received for lvp bezel post recall. Replaced the mech assembly. Pm performed. All tests passed. A review of the device history record showed the device had a manufacture date of 18jan2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received by manufacturer.

Event description:
It was reported that the device is a part of the lvp bezel post recall. No additional information was provided. There was no patient involvement.